Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable. Additional information received: slit was in the retractor.

Event description:
It was reported that before use of the device, when the package was opened a split was noticed. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis the following information was requested, but unavailable: was the slit discovered in tyvek packaging or was there a slit in flr02 retractor?